Event description:
Complainant alleged that the clinicians were attempting to pace a male pt in his fifties. The complainant indicated that the pt appeared to be receiving the pacing pulses, because the clinicians observed the pt twitching, etc. The ma on the device was set at 30, the ppm setting is unknown. The device showed that the pt had a heart rate of 80 bpm, but when the clinicians manually checked the pt's heart rate, it was actually at 38 bpm. The device did not capture the pt's heart rate. The clinicians were able to obtain another device to pace the pt. The complainant indicated that there was no adverse effect on the pt as as result of the reported malfunction.